Manufacturer narrative:
Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer alleges her heating pad caught fire in the middle of the heating pad. There was not a report of personal injury or property damage with this incident.